Event description:
It was reported that during a coronary drug eluting stenting treatment procedure the stent dislodged off the stent delivery system (sds) while inside the pt. The index procedure treated the 99% stenosed and calcified target lesion located in the moderately tortuous left circumflex (lcx) artery. Treatment consisted of pre dilation with an unspecified balloon and the attempted advancement of the 3.5x16mm taxus liberte stent. However, the stent dislodged from the sds. The dislodged stent was pressed to the vessel wall with another taxus liberte stent and the procedure was completed. The pt condition was listed as fine.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.